Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that they were having difficulty sealing with the device. There was evidence of activation but there was bleeding from the ip ligament. The bleeding was not more than 250 cc and no transfusion was necessary. The incident device was used to stop the bleeding. There was no injury to the pt.